Event description:
A malfunction was reported with the display showing malfunction code 0, but no notable events occurred prior to it. There was no adverse impact on the customer¿s blood glucose level. Customer technical support assisted with resetting the pump and provided instructions for future occurrences; the customer resumed using the pump without further issues and acknowledged the guidance provided.